Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by abdominal pain and diarrhea. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified injection for the event. At the time of this report, the patient recovered from peritonitis and was not recovered from the abdominal pain and diarrhea. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.